Event description:
(B)(6) 2022 salesforce c00241517 (hcp, for): medtronic received information regarding an imaging system being used during a cervical spine procedure. It was reported that imaging system failed to connect to the navigation system. The site contacted with failure to connect navigation system to the imaging system. They tried support over the phone but connection would not verify. Case cancelled. The representative attended site that evening inspected imaging system and navigation system (all x3). Found imaging system failing to connect to navigation system. Found ethernet cables had been damaged no1: cable end damaged. No2: poe damage/scorching on cable end from use with other devices. Discarded cables and secured connection multiple times with new cable. Test scan successful, removed bad cables from theatre to avoid further issues. There was no impact to the patient outcome and there was no delay. Surgery was aborted.

Manufacturer narrative:
A medtronic representative went to the site to test the system. The system then passed the system checkout and was found to be fully functional. Concomitant medical products: information references the main component of the system. Other relevant device(s) are: product ID: bi71000164 (kit svc mvs ethernet coupler) #: the following codes apply to product ID: bi71000164 (kit svc mvs ethernet coupler) #: fdm = (B)(4). If information is provided in the future, a supplemental report will be issued.